Manufacturer narrative:
Response provided to the customer: thank you for informing us of your most recent complaint where the end user states that one of our carbon sterile sm10 and sm15 blades broke during use, also thank you for following up with further information, this allows us to try and understand how the blades actually broke. Having received no lot number for either of the two blade shapes it makes it very difficult for us to check through our production records to see if there are any recorded problems. We are also unable to check if we have received any further complaints of a similar nature from these two batches of blades. Having received no samples of the two broken blades or any from the same shelf box we are unable to perform our usual checks that would consist of the heat treatment hardness and the ductility tests. We therefore can only assume with the blade being used in and around the hip joint, twisting or excessive lateral pressure could have been applied in or around the bone causing the blades to break. We apologize that at this stage we are unable to give you any more clarity into this complaint due not having any samples returned or lot numbers provided. If samples and lot numbers were to become available we would be able to perform a more thorough investigation and issue you with a more detailed report. If in the meantime we can be of any further assistance please do not hesitate to contact us.

Event description:
Description given by healthcare facility: "number blades (#10 and #15) broke". Initially, this was the only information we received from the customer. Following subsequent communications, it was identified that the procedure being performed at the time of breakage was a total joint, hip procedure.